Event description:
It was reported that a pta balloon dilatation catheter could not be removed from a 5f introducer sheath. The introducer sheath and the pta balloon dilatation catheter were removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has been returned, and the evaluation is currently underway.